Event description:
It was reported that there were filling/aspiration difficulties. The physician tried to aspirate from the catheter access port (cap) but got less than 1 cc of fluid. The physician was going to place dye into the catheter but instead decided to flush 2 cc of saline in cap. The patient then reported parasthesia, loss of feeling, and weakness in the lower extremities; legs. The physician called 911 and the patient was sent to the hospital. The patient was admitted overnight and did not have any cognitive issues. The patient underwent a magnetic resonance imaging (MRI) scan and dye study to check the catheter. The cause of the issue was reported as unknown. This device system delivered dilaudid. Additional information was requested. It was further reported that the physician was unable to perform the dye study. The patient had two mris of the spine on (B)(6) 2013. The pump was interrogated on (B)(6) 2013 and the pump logs noted that both MRI¿s resulted in a motor stall and a recovery within an hour¿s time. The results of the MRI were unknown. The patient was being referred to a spine surgeon or another pain doctor for an evaluation. It was unknown if the patient was receiving therapy. The device print-off also noted this device system delivered dilaudid, bupivacaine, and ketamine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
The patient had a follow-up in the office on (B)(6) 2013. The patient had experienced hyperesthesia and hyperalgesia especially in the right leg. The cause of the reported issue was not determined. The patient was to follow up with the anesthesiologist to perform another dye study. The device was confirmed to have delivered hydromorphone, bupivacaine, and ketamine. The patient was also taking dilaudid, lyrica, amoxapine, diazepam, atenolol, and flodipine.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient never scheduled the appointment for the second dye study and there was no further information her current status.